Manufacturer narrative:
(B)(4). Unit received with blank display due to moisture damage electronic assembly. No moisture damage motor assembly. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The patient¿s blood glucose was 200 mg/dl at the time of the incident. The customer states the insulin pump was exposed to fluid. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is expected to be returned for analysis.